Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer also experienced high blood glucose of 433 mg/dl. The customer¿s blood glucose level was 130 mg/dl. Troubleshoot for failed battery test alarm was performed and customer reported that he received the failed battery test .the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test, and displacement test. Insulin pump passed the dat test at 0.08695 inches. No unexpected failed battery test alarms were noted. However, unit was received with intermittent act, up arrow and down arrow buttons due to flattened dome switch (no creased). No unlocked lcd keypad connector. Unit was received with minor scratched display window and case.